Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Patient reported right side exchange from textured to smooth due to product concern and also mentioned right side tightness and discomfort. Device has been explanted. Later, patient reported called to report recalled, ruptured, capsular contracture implants.

Event description:
Patient reported right side exchange from textured to smooth due to product concern and also mentioned right side tightness and discomfort. Later, patient reported called to report recalled, ruptured, capsular contracture implants. Patient representative reported that "one or more biocell devices caused personal injuries and damages including nut not limited to the following: significantly increased risk of developing cancer, emotional distress, including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in body, including the resulting inflammation, cellular damage, past and future medical expenses, physical pain and suffering from explantation, including permanent scarring and disfigurement. Patient has not been diagnosed with bia-alcl." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b.